Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 62-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes mellitus (dm) presenting in scai stage a shock prior to initiation of support. The impella cp was inserted for ventricular support for high-risk percutaneous coronary intervention (pci) of the left main (lm) artery, left anterior descending (lad) artery, and left circumflex (lcx) artery. During preparation of the impella cp device, the purge cassette would not prime the tubing and advance to the next screen on the automated impella controller (aic). The d5 purge solution bag confirmed proper spike, and all connections were secure and intact. The purge cassette/purge disc was not removed and reinstalled. The purge cassette was replaced and set up proceeded as normal with the new purge cassette. Access was obtained with ultrasound (us) and femoral angiogram at the beginning of the procedure. In the cath lab, there was good blood flow from the access site after the 14fr 25 cm impella sheath was removed. A manta closure device was deployed at the access site. After closure, an angiogram from the contralateral access showed the common femoral artery (cfa) was occluded at the manta site. The physician was unable to wire across the site; therefore, vascular surgery was consulted and the decision was made to proceed with cutdown to re-establish flow. The post-procedure outcome was survived at explant. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange performed with no consequence to the patient and support. Vascular complication requiring surgery is listed as a potential adverse event and is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
This is one of two reports. This report is for the pump and another report will be sent for the cassette. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.